Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead exhibited possible intermittent undersensing noted on stored atrial electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.